Event description:
It was reported that the large needle driver instrument had abrasions on its main tube, which were caused by a defective cannula. No add'l info was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report# 2955842-2006-00306, -00307, -00308, -00310, and -0311.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a deep scratch on the distal end of the instrument main tube with a small amount of material removed, directly above the proximal clevis. A couple of light scratches were also found at the distal end of the main tube, however, no material had been removed. Based on the orientation of the scratches, it was determined that the damage to the main tube was most likely caused by inadvertent contact with another instrument and not by a defective cannula. No other damage was found.